Event description:
The patient presented to the hospital after complications, 8 days post-implant. It was discovered that the lead perforated the heart wall and resulted in tamponade. The patient coded and expired in the hospital. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.